Manufacturer narrative:
One used device was returned for evaluation. Visual examination revealed that the bushing was detached from the cone adapter. The bushing was examined under magnification. There was no visible adhesive residue seen on the outside of the bushing. The component were viewed under uv light. There was visible evidence of adhesive with optical brightener inside the cone adapter, however, the coverage appeared inconsistent. The device history record for m2156t702 was reviewed and the product was produced according to product specifications. The complaint was confirmed for broken tubing, and investigation revealed a potential manufacturing root cause. All information reasonably known as of 10 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that during use, the catheter became dislodged at the end of the connector near the thumb valve, resulting in the suction catheter becoming stuck in the endotracheal tube. The device had been in use less than 24 hours. There was a ventilator alarm for no breaths detected. The tube was removed by the user. There was no injury to the patient. The patient was not extubated as a result of the incident, however, the patient was eventually extubated and is currently doing well. No further information has been provided at this time.